Event description:
Revision surgery due to infection. In 2008 - the primary total knee surgery went well and the implants were functioning properly. Days after the surgery, the wound was showing signs of a possible infection.

Manufacturer narrative:
Summary of evaluation: the event was reported as 'revision surgery due to infection.' The investigation concentrated on the sterilization of the devices. There have been no previous similar reported events regarding the primary product x3 triathlon cs insert #5 9mm. All the relevant records indicate that devices were manufactured and accepted into final stock as listed with no reported discrepancies.